Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10909r68, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
The patient had multiple hernia repairs, an infection, and a lot of scar tissue. They stated that the infection was related to the hernia and the pump. A scope repair was performed on the most recent hernia. Nine months later, one of the stitches did not dissolve. They decided to take the stitch out in the office. It became infected and got into the pump mesh. They had to take ¿all the mess out¿. This occurred in 2011. It was unknown what the pump contained at this time. Patient outcome was requested.